Manufacturer narrative:
Device evaluation: one pneupac ventilator was returned for investigation in used condition. The device was received with a missing gas input fitting, and the input/output label had been removed around the patient fitting. The input manifold and luer connector were both loose. The front panel was mis-shaped at the top right corner. Some foreign material was also found on the internal components. The peizo sensor wire was found loose from the pin and connector. The investigator connected a test input fitting and supplied an oxygen source. The customer reported product problem was confirmed during the test. The problem occurred because the device had sustained damage from an impact, particularly to the gas supply indicator. A user interface issue was therefore established as the root cause. The aforementioned damaged components were replaced. The device subsequently passed all the functional tests following the repairs.

Event description:
It was reported that the oxygen indicator on the pneupac ventilator did not function. No patient injury or complications were reported in relation to this event. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.